Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated motor not running was recorded in history. During analysis, the reported issue was able to be duplicated. Main pc board was not seated on extrusion grove which is due to a physical impact that was caused by the customer. Service re-assembled and realigned main pc board, performed power up process, pm, occlusion test and all functional tests which passed.

Event description:
It was reported that the motor not running was experienced.